Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter on the device syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: the patient was admitted to hospital due to severe pneumonia, and was given symptomatic treatment with anti-infective rehydration. Blood was drawn for blood gas analysis. After unpacking the arterial blood collection device, it was found that there was a white linear foreign body in the syringe, so it was abandoned and replaced with a new arterial blood collection device."

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter on the device syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: the patient was admitted to hospital due to severe pneumonia, and was given symptomatic treatment with anti-infective rehydration. Blood was drawn for blood gas analysis. After unpacking the arterial blood collection device, it was found that there was a white linear foreign body in the syringe, so it was abandoned and replaced with a new arterial blood collection device."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.